Event description:
(B)(6): it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). Following the implant of the closure device a pericardial effusion was observed via intracardiac echocardiogram (ice). The pericardial effusion measured 2mm. No intervention was used to address the pericardial effusion. The patient was discharged one day post index procedure.